Event description:
Platinum (B)(4). It was reported post stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to unstable angina. Cardiac catheterization revealed a 99% stenosed, 15mm long lesion located in the right posterior descending artery (pda) with a reference diameter of 2.5mm. This was treated with predilation and placement of a 2.5 x 28mm taxus liberte stent. The lesion was post-dilated with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6 )2012, the subject was seen for a follow-up visit. Coronary angiography revealed restenosis. The subject was medically treated.

Event description:
It was further reported that the angiographic core lab results confirmed there was no tvr or remote tvr.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).